Event description:
It was reported that the tip of the device fractured during implantation. An alternate device was used to complete the procedure. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One g7 str monoblock shell insrtr item# 110003450 lot# 665780 was returned and evaluated. Upon visual inspection the threaded tip of the device had fractured. There is scuffing on shaft and taper of the inserter with impact marks on the strike plate device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.